Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose and treated for it at the doctor's office. Customer's blood glucose elevated to 400 mg/dl, which was treated with a bolus delivery. Customer's blood glucose stabilized at 252 mg/dl but could not deliver any more bolus. Customer was advised that it was due to active insulin in the body. Customer declined troubleshooting for high blood glucose.